Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cfb (coherent fiber bundle) fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cfb (coherent fiber bundle). In addition, our technician confirmed that the cfb screen cover glass fluid damage, the u/d knob broken, the side body cover broken, the insertion flexible tube perforated, the insertion flexible tube buckled, and the operation channel (primary) resistance; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.